Event description:
Baxter received a report of a hole on the tubing of a minicap transfer set. There were no patient injuries reported.

Manufacturer narrative:
Evaluation summary: baxter received one used set with cap on dark blue connector and no cap on patient connector (no titanium adapter returned) in the lab in reference to hole on the tubing. During visual inspection a cut/hole was noted in the silicone tubing. Functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater with a leak noted. Set was tested underwater at 8 psi with leak noted from cut approximately 1/2" from sleeve in closed position. The reported difficulty of hole on the tubing was confirmed in the lab.